Event description:
Customer reportedly received result of 9.6 mmol/l on the mobile system and result of 3.2 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Caller did not provide product information for the compact plus system; test strips have been discarded.